Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere san diego. Alere san diego updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere san diego (reference (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: the customer's results were not replicated in-house with retention devices of the reported lot. Retention devices tested with clinical hcg-negative urine produced negative results at the read time. All results met the qc specification. False positive results were not observed during in-house testing. A review of manufacturing batch records did not uncover any abnormalities. A root cause could not be determined from the information provided by the customer.

Event description:
It was reported that a patient was going to have an x-ray but had a false positive x 3 with 1 urine sample on the hcg test. Therefore, the x-ray was not performed. Serum beta quant tested at <0.5 miu/ml (normal range=<5.0 miu/ml), instrument not known, test was sent out to reference lab. Troubleshooting occurred with a discussion reasons for false positive such as hama, autoantibodies, disease states, deviation from designated read time. No deviations noted.